Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-oct-2018 with the following findings: review of the black box data did not reveal any records indicative of power loss. On investigation, the pump powered on normally and was exercised without any interruption in power. Investigation did not duplicate the alleged intermittent power issue. Internal moisture damage was found due to moisture ingress at the site of a battery compartment crack and leakage at the display lens seal, confirmed with leak testing. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Unrelated to the original complaint, the display screen was noted to be dim/discolored.